Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed. Please reference medwatch report numbers: 1220908-2008-01130, 011031, 01209 for similar reports from the same customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.